Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk), the device delivered the first four shocks successfully and failed to discharge on the fifth attempt. Complainant did not indicated that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.